Event description:
Magnets are pulling loose from fabric when pad is being opened. Pad removed from sterile field. Opened second pad and same thing happened again. Went without magnetic drape for this case.this appears to be a problem that is specific to this lot number. All applicable hospitals are pulling this lot number from service.